Event description:
Additional information with chart notes received and reviewed indicating that the patient had a left total hip arthroplasty to address left hip osteoarthritis. Depuy components were used during this procedure. Examination of the image of explanted devices found sufficient evidence that the revision was due to a disassociation event.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : a device history record (mre) review, was not possible because the required lot code was not provided.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this patient was revised due to instability. They had a 52 pinnacle cup with a 32mm neutral liner and a +5 32mm femoral head. The liner and head were removed and a 36mm +4 10 degree liner with a 36mm +8.5mm head were implanted. Doi: unknown, dor: (B)(6) 2021, affected side: left hip.